Event description:
It was reported via phone call that the customer passed away in hospital on (B)(6) 2022. The customer was hospitalized on unknown date due to severe hypoglycemia. The cause of death was unknown. The customer¿s blood glucose was unknown at the time of death. It was unknown that the customer was wearing the insulin pump at the time of death. It was unknown that the auto mode on the insulin pump was active at the time of passing. Caller stated that the customer was taken off ventilator the night (B)(6) 2022. It was unknown if the caller will return the insulin pump for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.